Event description:
On (B)(6) 2009, the 4 x 28 mm promus stent was deployed in the saphenous vein graft (svg) to the 1st diagonal vessel. On (B)(6) 2012, non-abbott stents were implanted in the mid left anterior descending (lad) and the left main (lm) arteries. On (B)(6) 2012, the patient experienced a paroxysmal atrial fibrillation episode and was treated with medication. On (B)(6) 2013, the patient experienced atrial fibrillation and was treated with medication. On (B)(6) 2013, the subject presented due to ischemic heart disease and was hospitalized on the same day. The subject was referred for cardiac catheterization. Angiography revealed that the svg to 1st diagonal was 100% stenosed, and the svg to the distal right coronary artery (rca) was 90% stenosed. Pre-dilatation was performed and a xience xpedition stent was deployed for treatment. The residual stenosis was 0% and the patient was discharged the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). Incorrect anatomy. The reported patient effects of ischemia and restenosis are known observed and potential patient effects as listed in the promus everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. It should be noted the indications section of the IFU states: the promus everolimus eluting coronary stent system (promus stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions. In this case, it does not appear that the violation of the IFU caused or contributed to the reported patient effects. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.